Event description:
They physician inserted the grasping forceps into laparoscopic port and noted that the insulation coating was missing. Coating found in wound and retrieved.====================== health professional's impression======================unknown, but this does happen at times====================== manufacturer response for laparscopic forcep, karl storz debakey======================the manufacturer will recoat the instrument and return to the hospital